Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
The customer reported that during an unspecified chemotherapy infusion, the user noted a leak between the phaseal injector and the alaris tubing connection. It was later reported that the luer lock on the phaseal injector was not firmly attached to the alaris tubing. A leak was noted on the patient skin however no indication of patient harm or medical interventions.